Manufacturer narrative:
H10 during evaluation of the device, the philips service engineer (se) confirmed that the device powered on and started up by itself when in power-off status. The se replaced user interface assembly and the issue was resolved. No other abnormality was confirmed. H11 updated contact information and contact office entity.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the device powered on its own and started operation. In addition, the screen would turn off while the device was operating, this would occur intermittently. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) confirmed that the device powered on by itself to start up and that the power button did not respond when pressed after startup. It was reported that the device was impossible to power off. The se reported that there was a malfunction to the user interface board that was causing the issue. The user interface assembly required replacement. The investigation is ongoing.